Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines on the screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: on investigation, the pump powered on with a display screen that was fully illuminated and fully functional without any evidence of lines through the display. The display lens was noted to be heavily scratched however, which obstructed the screen. The display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the dim, discolored display issue. Unrelated to the original display complaint, the audio bolus button cover and plug were detached from the pump, exposing the internal button contact. No evidence of contamination or other anomalies were noted.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.